Manufacturer narrative:
The customer¿s report was confirmed. Visual inspection of the sample confirmed the customer's experience as the collar from the male luer component had a crack across its length as well as multiple crazes. The root cause for the damaged male luer collar could not be determined.

Event description:
The feedback suggests that the customer has experienced leakage from the male luer during clinical use.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 20038e. The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there is a leakage. No known patient or user harm as a result of this incident